Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via telephone call that the insulin pump was broken and that the customer was not getting the proper dosage. The insulin pump was replaced but not returned for analysis. She did not provide the blood glucose reading.